Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and found the paint cracking on the heater tray. There were no other signs of physical damage found during the inspection. The as-received treatment with reduced dwell times passed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the baseplate during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, the serious adverse events of cardiac arrest, and subsequent death. The etiology of the events is unknown; therefore, causality cannot be established. Additionally, the patient¿s death occurred while the patient was undergoing ccpd therapy. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Furthermore, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. However, given the patient was undergoing ccpd therapy when the events occurred, and the absence of a manufacturer evaluation of the suspect device, precludes the liberty select cycler from being excluded from the events.

Event description:
A registered nurse (rn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019 expired at home on (B)(6) 2020, while undergoing ccpd therapy. Upon follow-up with the patient¿s home program manager (hpm) it was confirmed the patient expired at home on the morning of (B)(6) 2020. The patient contact reportedly awoke to the patient¿s liberty select cycler alarming and found the patient had expired. The primary cause of death was reported as a cardiac arrest of unknown origin, and no secondary cause was established. On (B)(6) 2020, the patient told the patient contact that they were not feeling well (specifics not provided), however they refused going to the emergency room due to covid-19 concerns. No additional details were provided. The treatment record from (B)(6) 2020 was included in the correspondence from the hpm. A review of the treatment data did not reveal any nonconformances or adverse event(s).